Event description:
The customer reported getting communication error. The fe verified the system communication error and workstation lock-up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board, system interface board, generator interface board, fluoro functions board, and the ribbon cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.